Event description:
Extended bleeding time. (B)(6) fraud resulting in gross bodily harm; therapy start date: (B)(6) 2016, end date: (B)(6) 2020. Substandard prosthetic devices fraud waste and abuse. FDA safety report ID# (B)(4).